Event description:
It was reported that the patient had previously placed non-abbott stents in the right coronary artery (rca), the left anterior descending artery, and the left circumflex artery. The procedure was to treat re-stenosis of the previously placed stent in the proximal to mid rca with moderate tortuosity and moderate calcification. It was noted that the patient was allergic to clopidogrel; therefore, was taking plasugrel. The whisper guide wire was placed distally in the posterior descending artery (pda), and pre-dilatation was performed. A 2.75 x 28 mm xience prime stent was placed successfully in the proximal to mid rca; however, a dissection was then noted in the distal posterior descending artery (pda), due to the whisper guide wire. A 3.0 x 15 mm xience prime and a non-abbott covered stent were used to treat the dissection; however, the bleeding did not stop. It was noted that the bleeding continued due to the drug, plasugrel. Cardio pulmonary resuscitation was performed; however, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.0 trek and 3.0 trek. Guide wire: bmw. Guide cath: jr size 4.0. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of vessel trauma including dissection is a known adverse event as listed in the whisper instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.